Manufacturer narrative:
The investigation is ongoing. Results will be provided in the final report.

Event description:
Arjo became aware of the event involving citadel plus bed frame. The customer reported that when the patient was turned, the side rail collapsed, causing the patient to fall off the bed. No injury was reported.

Manufacturer narrative:
Instruction how to lock the side rail is described in the citadel plus instruction for use (831-374): "make sure the locking mechanism is securely engaged when the side rails are raised." "To minimize risk of falls and injury, the bed should always be in the lowest practical position when the patient is unattended." The operation of the side rails should be checked daily by the device owner. If the malfunction is identified, arjo or an approved service agent should be contacted. The process of gathering and analyzing the data is ongoing to establish the root cause of the reported event.

Manufacturer narrative:
Instruction how to lock the side rail is described in the citadel plus instruction for use (831-374): ¿make sure the locking mechanism is securely engaged when the side rails are raised.¿ ¿to minimize risk of falls and injury, the bed should always be in the lowest practical position when the patient is unattended.¿ the operation of the side rails should be checked daily by the device owner. If the malfunction is identified, arjo or an approved service agent should be contacted. Citadel plus instructions for use states "pull the blue release lever and lower the side rail, holding the side rail until it is completely lowered". The process of gathering and analyzing the data is ongoing to establish the root cause of the reported event.

Manufacturer narrative:
No issues with the side rails were found during the bed frame inspection conducted by the arjo representative. The side rails and other bed's functions operated normally. Additional testing, using random samples, were conducted to simulate the reported situation when side rail opens when a load is applied. It was found that once the side rail is lifted to an upper, close position, it remains securely lock. The unexpected opening is unlikely. Another simulation showed that when a blue release lever (which is used to open a side rail), is pulled quickly and forcefully, the locking pin may move out of its position into the chamfered area. In that situation, the side rail remains in raised position but is not locked. Citadel plus instructions for use (IFU 831-374) states "pull the blue release lever and lower the side rail, holding the side rail until it is completely lowered". To sum up, the side rail could open unexpected, due to the locking pin moving out of its intended position, after the blue release lever was pulled. The side rail opened unexpectedly, therefore the arjo device failed to meet its performance specification. The device was used for patient treatment and therefore played a role in the event. The complaint was assessed as reportable due to the allegation that the side rail opened when the patient leaned on it. This may lead to a patient fall and a serious health consequences as a result. No injury was reported in the investigated complaint.